Manufacturer narrative:
Device evaluated by third party service.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue. The ac inlet connector was also found to be damaged. The ac inlet connector was replaced to address the issue.